Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-may-11, information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said device is not working and the battery is dead, no further information available. Troubleshooting was not required. The issue was not resolved through troubleshooting. No patient symptoms reported. On 2021-may-21, additional information was received from the patient reporting that their implant is still depleted (overdischarged) and they wont be able to address the stimulator until roughly december. Caller stated that they were in the process of attempting to jump start the implant with mdt rep michelle ln asked/unknown, and they were unsuccessful. The event occurred in (B)(6) 2019. Caller stated around that same time they found out they had colon cancer and needed to put the stimulation therapy on the backburner. Caller stated that once the cancer is cleared up, they will reach out to their hcp to discuss next steps.